Manufacturer narrative:
The company service representative examined the system and found a burnt handpiece connector. The part was replaced. The system was then tested and met all product specifications. The burnt handpiece connector was due to the customer plugging in a wet handpiece and turning it. The customer was advised in a previous service request to follow the direction for use (dfu) which states the handpiece connector must be dry before connecting it to the system. The burnt handpiece connector is not related to the patient event. The root cause of the patient event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported, the surgeon began the case and found silicone oil in the anterior chamber. The surgeon stated, the patient's anterior chamber was already filled with silicone oil due to an anterior hyloid from a previous retinal detachment surgery in the right eye. The surgeon stated, he was three quarters through phaco when the system stopped with an occlusion noted. The surgeon enlarged the incision from 3mm to 5mm to remove the remainder of the cortex. The surgeon closed the wound with four sutures after implanting the iol. The surgeon noted opacity on the posterior capsule, but reiterated no posterior capsule tear occurred. The patient is doing really well.